Event description:
It was reported that the cordless driver was getting hot during a case at the user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The event was confirmed by the technician through functional evaluation, disassembly and visual inspection. The device failed for heat as the components including the gearhead, motor bearings and cannula were corroded. Corrosion may limit the rotational and design properties of the device causing the event. The affected gearhead, bearings and cannula were replaced. Due to the age of the device and usage, it is possible that cleaning may have contributed to the failure. The driver was returned to the account after it passed all final inspection activities.